Event description:
A customer reported that a system message displayed during a cataract extraction procedure and locked. After a more than 15 minute delay, the procedure was completed using manual technique with no harm to the pt.

Manufacturer narrative:
The company representative examined the system and confirmed the problem reported. The footswitch printed circuit board(pcb) was replaced. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of the system event log did not review any system message (sm) or unusual event was captured on the day of the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).